Event description:
It was reported that the right ventricular lead dislodged less than 2 months after implant. The physician tried to reposition the lead, but the "helix could not be unscrewed again." The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead passed introducer test. The lead returned with the helix retracted and tissue visible in it. If information is provided in the future, a supplemental report will be issued.